Manufacturer narrative:
Occupation is lay user/patient. The test strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Customer was talking an antibiotic on the date of the incident. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory method. The meter result at 11:08 am was 4.2 inr. The result from the laboratory within 4 hours was 2.8 inr. The customer also provided another meter result from (B)(6) 2020. The meter result was 2.9 inr. The customer's therapeutic range is 2.0-3.0 inr.